Manufacturer narrative:
Evaluations: as part of this complaint investigation, return of the product for eval was requested. The initial reporter indicated the product said to be involved will not be returned. Therefore, a product eval was not performed in response to this report and the report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The info related to incorrect orientation after several cannulation attempts was reviewed with clinical personnel. The pt's anatomy and/or illness could have contributed to the reported difficulty. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion pre-loaded omni-tomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correct actions: based on the quality engineering risk assessment no corrective action is warranted at this time. Qa will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp,) the physician used a cook fusion omni-tome. Cutting wire orientation was initially satisfactory. After several attempts to cannulate the duct, the cutting wire orientation was reportedly unsatisfactory. The sphincterotome was removed from the endoscope and the physician attempted cannulation with a catheter. Cannulation was not successful. The pt was then referred for a magnetic resonance cholangiopancreatography procedure (mrcp for visualization of the biliary tract and pancreatic ducts). A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.